Manufacturer narrative:
This is one of 13 manufacturer reports being submitted for this case. Kataoka, tetsuro, et al. "Two-year clinical outcomes following sapien 3 20-mm transcatheter aortic valve implantation in patients with symptomatic severe aortic stenosis - comparison of the smallest size valve against larger transcatheter aortic valve." Journal of transcatheter valve therapies 6.1 (2024): 103-111. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the severe bleeding event is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our japanese affiliate, a review of medical article, "two-year clinical outcomes following sapien 3 20-mm transcatheter aortic valve implantation in patients with symptomatic severe aortic stenosis-comparison of the smallest size valve against larger transcatheter aortic valve." The following event was identified as pertaining to an edwards device: nine (9) patients with a 23 mm sapien 3 valve experienced unexpected and life-threatening bleeding after a tavr procedure. It is unknown when the bleeding occurred, or if an intervention was performed.

Manufacturer narrative:
Addition to h.10.